Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload and front housing disc curvature were found to be deviating from release specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface. These deviations are being investigated under CAPA (B)(4). Failure analysis of the returned controllers revealed that the devices passed visual examination and functional testing. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the log files associated with (B)(6) revealed a vad disconnect alarm on (B)(6)2021 at 19:23:14, indicating a physical disconnection of the driveline from the controller ER, which corresponds with the reported ¿heart transplantation¿ in the event details. A vad stopped alarm was then logged at 19:23:40 due to a failure of the pump to restart after several attempts. Additionally, a power disconnect alarm was logged at 19:30:54 involving (B)(6). During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. Leading up to the power disconnect alarm, log file analysis revealed high pump power consumption, which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to the power disconnect alarm. Several controller power up events, additional vad stopped alarms due to the failure of the pump to restart and additional vad disconnect alarms due to the disconnection of the driveline were logged between 19:23:47 and 19:56:19, likely due to troubleshooting. Review of the log files associated with (B)(6) revealed two (2) controller power up events on (B)(6)2021 at 19:31:12 and 19:31:32; prior to the power up event, the controller last had power on (B)(6)2020, indicating that the controller was put into use following g the reported controller exchange. A vad stopped alarm was logged at 19:31:47 due to a failure of the pump to restart after several attempts. Several additional controller power up events, vad stopped alarms due to the failure of the pump to restart and additional vad disconnect alarms due to the disconnection of the driveline were logged between 19:32:04 and 19:38:18, likely due to troubleshooting. As a result, the reported event was confirmed. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA (B)(4) is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: (B)(6) d10: yes, return date:25-oct-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 (B)(6) d10: yes, return date:25-oct-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system, controller 2.0 / model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial #: (B)(4), UDI #: (B)(4), device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-may-2019, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): g04035 h6: FDA device code(s): a0708, a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): (B)(4), brand name: heartware ventricular assist system, controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun. Mfg date: 01-may-2019, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4).investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was disconnected and stopped for a heart transplantation. The vad needed to be restarted for cannulation while still implanted in the patient, but the vad did not restart. The controller was exchanged to a back up controller and the vad still did not restart. There were multiple losses of power to the controllers. The vad was successfully explanted and the controllers were removed from service. No patient complications have been reported as a result of this event.